Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports the pod failed to adhere. The patient reports they had been vomiting and was having breathing problems as well as high blood pressure. The patient was taken by ambulance to the hospital. The patient was placed in the ICU (intensive care unit). The patients pod was removed. The patient had a pic line put in and was being monitored. The patient was treated with intravenous fluids and insulin. The patient applied a new pod. The patient was released from the hospital after 2.5 hours.